Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a cf08 error message displayed. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.